Manufacturer narrative:
The getinge field service engineer (fse) resolved the issue by replacing the cable tie, 5/16 nylon p-clip (0125-00-0028), and then performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) unit has a broken tie rap for coiled cable. There was no patient involvement.